Event description:
A 22 fr foley catheter was filled with 30cc saline. The balloon on the foley ruptured. There was no patient injury noted. Further follow-up from the manufacturer has recommended that the balloon be inflated with sterile water rather than saline.